Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient vomited at her closest friend's place, and dexcom indicated 52 mg/dl the day after it was put on her arm., she uses tandem tslim in modified closed loop. No blood sugar meter was used to compare the results. She was taken to the hospital by her friend. When it was taken at the hospital, the reading was 600mg/dl thru bg meters. Since it was removed, no dexcom comparison was available since the sensor was removed at the hospital. She was admitted with dka and given fluids, insulin, antibiotics, and nausea medication. Prior to being released on (B)(6) 2025, the patient's blood glucose level was 136 mg/dl. The patient was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.